Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02788. It was reported the patient no longer was implanted with his scs system. The patient did not provide the explant date nor the reason for explant. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.